Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the tip broke off while trying to remove the double fenestrated grasper instrument, it was also noted that the item was retrieved. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument tip was undamaged. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site and verified that no missing or fallen pieces were reported. In addition, the site indicated that no patient harm, adverse outcome or injury was reported. An additional observation not reported by site was that one grip close cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.